Event description:
It was reported that during the surgery the console displayed error#205, error#208 and error#58, so the system was unable to continue working. No further information was provided. Boston scientific has been unable to obtain the healthcare facility information to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.